Manufacturer narrative:
The customer was sent 36mm breast shields by customer service. In follow up with the customer, she stated she had consulted with a lactation consultant and was fitted for breast shields. Customer stated she was pumping with a medela breast pump when she went into the urgent care and was diagnosed with mastitis by a doctor on staff. The customer was given an antibiotic and two shots of penicillin to treat the mastitis. Customer indicated the mastitis was resolved (gone), but she developed a yeast infection on the breast. She was given a second antibiotic to treat the yeast infection. A medela clinician spoke to the customer on (B)(4) 2013, at which time the customer confirmed that using the 36mm breast shield had been alleviated initially but she then developed the yeast infection. The clinician. The clinician advised the customer to speak with the lactation consultant to confirm she has the right size breast shield now and the issue is resolved pending the completion of treatment for the yeast infection. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to customer service that she is experiencing a lot of pain when using the 24mm, 27mm and 30mm breast shields with her breast pump. The customer stated she had mastitis and was treated by a doctor.